Manufacturer narrative:
MDR 2517506-2020-00063 was filed on 21-feb-2020. Additional information (09-mar-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the delay in reporting cardiac troponin I (tni) results on a dimension exl with lm system. Hsc reviewed the information provided by the customer escalation and the instrument data. No malfunctions were reported with dimension exl s/n (B)(4) by the customer. The customer chose to stop using the analyzer during an investigation of a different event. No erroneous results or instrument errors occurred on dimension exl s/n (B)(4). The system was working as specified when the customer stopped reporting. No product non-conformance was identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a delay in reporting patient results for cardiac troponin I (tni) on the dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Event description:
On (B)(6) 2020, the customer reported a delay in reporting patient results for cardiac troponin I (tni) on the dimension® exl¿ with lm system. The delay reportedly occurred approximately from 1400 to 2200 on (B)(6) 2020, patient samples for tni were sent to an alternate facility for testing. No results were provided to siemens, and no discordant results were reported. There are no known reports of patient intervention or adverse health consequences due to the delay in testing tni.